Manufacturer narrative:
Device passed rewind test, self-test, a21 error test and displacement test. No unexpected rewind anomaly, a21 alarm or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart. Customer¿s blood glucose was 103 mg/dl. Customer was not able to rewind the insulin pump. Insulin pump will be returned for analysis.